Event description:
It was reported that the subject device had flickering image. The issue was discovered during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was not returned to the olympus for inspection and therefore, the reported phenomenon or condition of the device could not be confirmed. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.